Event description:
The customer contacted stryker to report that their device is displaying a white screen. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use reported with the event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be conclusively determined. The customer was advised that the device is at its end of life/support and should be scrapped.